Manufacturer narrative:
Device evaluation- one used device was returned for evaluation. Examination and functional testing showed the device cuff leaked. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. The device type is 100% leak tested after assembly. If the damage seen on the cuff had been present at manufacturing the device would have been scrapped. The damage was determined to have occurred during use.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that 2 minutes after the use of a smiths medical portex blue line ultra suctionaid tracheostomy tube, they heard an air leak sound. So they attempted to inflate the cuff, but its air pressure did not rise. A tracheosmoty tube change out was necessary no reported adverse patient effects.